Event description:
It has been reported to philips that the allura system could not x-ray. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the frontal ippc failed to boot up. The review of log file shows frontal ippc error. Fse cleaned the memory, graphics card, and network card, and fse replaced the cmos battery, and redownloaded the software. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome.